Event description:
The customer reported that during use of the .028 inch and .035 inch c-wires with a stryker drill in a percutaneous pinning procedure on (B)(6) 2013, both of the c-wires broke off and could not be removed. The surgeon elected to leave the broken pieces in the patient¿s 5th metacarpal and continued on with the case. A 3rd c-wire .045 was used to complete the procedure without further complication. The (B)(6), male patient was discharged as per normal procedure. Follow-up with the surgeon on (B)(6) 2013 learned that even though two of the c-wires were broken off, only one (1) broken piece of the c-wire was left in the patient¿s little finger because it could not be removed. The broken piece was described as approximately 3cm, however, the surgeon could not verify if it was a .028 inch or a .035 inch. The surgeon also reported that the patient will be able to bend/move his finger and felt that in time the fracture would heal properly.

Manufacturer narrative:
The remainder of the broken c-wire is not expected for evaluation, as it was already disposed of at the user facility. A review of the device history records showed lot #274765 was manufactured on june 13, 2011 in a lot of (B)(4) units with no noted discrepancies during the manufacturing process that could have caused or contributed to the reported breakage. There were no other similar complaints received for this item and lot number combination. This failure mode is addressed in the risk document as an acceptable risk. In addition, a 2-year review of the device complaint history showed no serious injuries or death related to this reported problem. To reduce the risk of c-wire breakage and injury to the patient, the instruction for use (IFU) provided the following warnings and precautions: - c-wires are to be inserted into the tissue using a compatible wire driver, and manipulated as necessary according to the surgical needs. - removal of the wire as soon as possible following healing is important to minimize complications. This is consistent with kirschner wires and steinmann pins. - detailed instructions on the use and limitations of the device should be given to the patient. The patient should be told to follow the surgeon's protocol for postoperative management. - the patient should be advised that product materials may cause allergic reactions including but not limited to, foreign body reaction, tissue irritation/inflammation or other allergic reactions. Where material sensitivity is suspected, appropriate tests should be made and sensitivity ruled out prior to implantation. - infections, both deep and superficial. - allergies, tissue irritation/inflammation and other reactions to c-wire materials. Due to the user's inability to identify which one of the two broken c-wires was left in the patient's finger, a second MDR #1017294-2013-00020 was also filed for the .035 inch c-wire. Device was discarded at user facility.